Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, the instruction in the product labeling appeared to be small and unclear. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, the instruction in the product labeling appeared to be small and unclear. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the instruction in the product labeling appeared to be small and unclear. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. Photo shows the label of vacora coaxial cannula where the reference catalogue number and px were highlighted separately. Per reviewing the label, it was noted that: background color is white for the label frames which is maintained, the product name; coaxial cannula is in the blue (pantone 300) which is maintained, ref catalog and symbol icon, contents and symbol, use by and symbol, lot number and symbol were in blue (pantone 300) which is maintained. As per specifications mentioned, the label provided in the photo matches. Therefore, based on the photo review, the reported device markings/labeling problem could not be confirmed as the label matches the required specifications. Therefore, the investigation for the reported device markings/labelling problem is unconfirmed based on the comparisons. A definitive root cause for the alleged device markings/labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use in this product prescribed the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. H10: d4(expiry date: 01/2024), g3, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.